Event description:
Tip of driver broke off and remains stuck in the tip of the ulnar cap screw.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.